Event description:
Received pt from emergency dept with newly started IV. Redness and edema noted at site. IV d/c'd. In one hour redness and edema disappeared. New (second) IV started and within one hour of starting second IV, redness and edema noted at second site. Possible allergic reaction to IV catheter.